Event description:
It was reported that the customer was hospitalized for high blood glucose of over 700mg/dl. Troubleshooting was performed. The customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.